Event description:
Customer reported that a t2 humeral nail was used for a pathological fracture, 8x300mm. He added that the proximal nail failed at tabs, unable to lock nail. The nail changed to 9x300. This reportedly caused a latrogenic fracture at tip which required 4 weeks cast.

Manufacturer narrative:
It is not known at this time if the device is available for eval. If the device or additional info becomes available it will be reported on a supplemental report.